Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided, patient weight: not provided, event date: not provided. Initial reporter fax number: not provided. Device remains implanted.

Event description:
It was reported that implant (tmtb11) fractured at the collar. Doctor is planning to remove the implant. Implant, however, remains implanted at the time of this report. Tooth location 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp tm 3.7mm mtx full,11.5mm (tmtb11) was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # and lot # (DHR/IFU/rmf). No per was provided. No pre-existing conditions were noted. The patient had unknown bone density. The reported device was located on tooth # 19 and was implanted since august 2018, approximately 1 year 3 months before the reported event was observed. The device remains implanted. The customer did not provide x-rays or pictures. DHR review was completed for the subject lot number (63692892). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63692892) for similar events and one other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (tmtb11). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable as the device wasn¿t returned and no evidence was provided to support the reported event. A definitive root cause could not be identified. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h4: manufacturer date h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Additional information confirmed that this event is a duplicate from (B)(4). Doctor did not have a patient c.w. On his records. Correct patient was(B)(6). Upon reassessment of the reported event, it was determined that this event was previously filed under 0002023141-2019-01277 on (B)(6)2020 and the supplemental report 0002023141-2019-01277-1 was submitted on (B)(6) 2020. As a result, no further medwatch reports will be submitted and this complaint file will be voided as duplicate. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative

Event description:
Additional information confirmed that this event is a duplicate from (B)(4). Doctor did not have a patient c.w. On his records. Correct patient was jo ednoel.